Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 202 mg/dl, 83 mg/dl, 229 mg/dl, 220 mg/dl, 260 mg/dl, 206 mg/dl, 235 mg/dl, 240 mg/dl,173 mg/dl, and 153 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 0910505 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Some of the readings the customer reported were found in the meter's memory however, none of those readings were obtained on the same day or within ten minutes of one another.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The hosp reported towards the end of a endoscopic vein harvesting procedure, staff noticed that the conical dissection tip broke inside the leg and shattered into numerous pieces. The hosp mentioned that no force was used in the device to create this type of failure. The procedure was completed with the same device, so a replacement kit was not needed. The pieces were retrieved through the original incision. The hosp did not report any pt complications.